Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center to report discordant falsely depressed creatinine results were obtained on 2 patient samples on an atellica ch 930 analyzer. The customer turned off affected assays and performed quality controls (qc). The qcs were in range. A customer service engineer (cse) visited the site. The cse found level sense errors on reagent probe 2 (rp2) and replaced level sense harness. The cse performed alignments and ran auto check. The auto check passed. The probable cause of the complaint is the level sense harness. The instrument is fully operational. No further evaluation of this device is required

Event description:
The customer reported falsely depressed creatinine results were obtained on 2 patient samples on an atellica ch 930 analyzer. The erroneous results were not reported to the physician(s). The samples were repeated on an alternate instrument. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed creatinine results.